Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 64.52cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, inner lumen, extracorporeal tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon was advanced to approximately a quarter of the concomitant sheath, blood was leaking from its proximal side. Therefore balloon rupture was suspected and the balloon catheter was removed safely from the patient. Another balloon catheter was used to continue intra-aortic balloon (iab) therapy. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was advanced to approximately a quarter of the concomitant sheath, blood was leaking from its proximal side. Therefore balloon rupture was suspected and the balloon catheter was removed safely from the patient. Another balloon catheter was used to continue intra-aortic balloon(iab) therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section h - evaluation method codes. Added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4) h3 other text : device not returned.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was advanced to approximately a quarter of the concomitant sheath, blood was leaking from its proximal side. Therefore balloon rupture was suspected and the balloon catheter was removed safely from the patient. Another balloon catheter was used to continue intra-aortic balloon(iab) therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: return to manufacture date, date received by mfg, device not eval provide code,evaluation method codes ,evaluation result codes, evaluation conclusion codes, addtl mfg narrative/corr. Data. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was advanced to approximately a quarter of the concomitant sheath, blood was leaking from its proximal side. Therefore balloon rupture was suspected and the balloon catheter was removed safely from the patient. Another balloon catheter was used to continue intra-aortic balloon(iab) therapy. There was no reported injury to the patient.